Event description:
It was reported that the bottom display screen on the external pulse generator was blanking out. It was further requested that the generator receive its annual test and calibration. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the customer comment that the display was blanking out. Analysis did find that the upper and lower cases and two side bail covers were broken, the battery contacts were compressed and the keypad was defective (the "on" button was collapsed). (B)(4).